Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebn0206 showed no other similar product complaint(s) from this lot number. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported by the facility that the depth marker was missing and the "seam wings" were not fixated before the bifurcation. Due to this the assistance physician placed the catheter too deep in the patient.